Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced skin irritation and purulent fluid-like discharge coming out of her lead site. As a result, the physician removed the anchor (date unknown) and in turn prescribed the patient oral antibiotics as precaution. It is unknown if an infection was ever confirmed or if cultures were taken. Subsequently, the scs system was explanted on (B)(6) 2017. The issue is resolved.